Manufacturer narrative:
No testing methods performed. No results available since no evaluation performed. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore tag thoracic endoprosthesis. A gore dryseal sheath ((B)(4)) was inserted from the patient's right side to implant the ctag device. It was reported the diameter of the patient's right external iliac artery measured 8.5-8.8mm and some resistance was felt during the advancement. The ctag device were implanted without issues. When the sheath was withdrawn from the patient, the right external iliac artery ruptured. A gore excluder aaa contralateral leg component was implanted to repair the rupture. The patient tolerated the procedure.